Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site manually removed the instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an instrument was stuck on arm 4. It was stated they were able to continue and complete the case using arms 1-2-3, but the instrument was still stuck on arm 4. For the undocking by the time, the tip of the instrument was not holding any tissue and they managed to remove at the end the stacked instrument together with arm. Furthermore, the customer manually removed the stacked instrument according to the instructions and arm was functioning properly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer was not able to remove the instrument at arm 4 in order to exchange it with another instrument during procedure. No system errors noticed in the logs. The customer finished the case with instrument arm 1,2,3. But instrument at number 4 remain stuck at the sterile adaptor so at the end of case they had to undock it together with the trocar. Moreover, they suspected that the instrument sterile adapter was not engaging properly with the instrument and the arm, or the release buttons of the instrument didn¿t work properly. So, it could be a drape issue or instrument issue.